Event description:
It was reported that the user¿s ilet charger was not functioning despite correct placement of the ilet on the charger, testing multiple outlets, and reseating the cable, and an overnight replacement charger was arranged. Symptoms included no device alerts or alarms and no reported adverse clinical effects. Outcomes included shipment of replacement supplies and provision of troubleshooting education. Investigation included remote troubleshooting and user guidance to verify power sources, connections, and device placement on the charger. Investigation of this case revealed a charger performance issue consistent with a power supply or charging accessory malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a malfunction of the charging accessory.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.